Manufacturer narrative:
The set was received and was visually and functionally tested. Visual inspection determined that the luer lock was improperly attached to the y-coonnector, thus making it difficult to manipulate. The luer lock was removed and replaced onto the y-connector and there was no problem with the interface between these two components. The set was functionally tested at a high rate and a low rate for one hour. No issues were identified. The luers were inspected and found to meet the requirements of ansi/hima md70.1983. Alaris will continue to monitor customer complaints in regard to this issue.

Event description:
Hosp advised that during an infusion of aminosyn an underinfusion took place. This was due to the luer lock of the 72103 set being difficult to manipulate. This set was connected to a "y" extension set and they determined the aminosyn was not infusing. The physician ordered a bolus of glucose be administered to the pt due to hypoglycemia caused by the underinfusion of aminosyn.